Event description:
It was reported that a revision surgery was performed due to pain and a stress fracture of femoral neck.

Manufacturer narrative:
Along with this MDR# 3005477969-2011-00343, this event was also reported to FDA under our MDR#3005477969-2011-00290 on (B)(6) 2011. The duplicaiton of these reports was only identified upon receipt of additional information from the hospital involved. We have also received notification of this event from the hospital under their MDR reference (B)(4). These reports do not represent 3 revisions, but three reports for one incident.